Manufacturer narrative:
The pad-pak was first installed successfully on the 29th november 2010 and performed to specification up to the 12th october 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 13th october 2014 and the 24th december 2014. The device successfully performed all weekly auto self-tests between the 28th december 2014 and the 19th july 2015. Further multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 21st july 2015 and the last log entry on the 22nd november 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.